Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: shaft insulation cracked, compromised, broke, or breached (failed insulscan) . The probable root causes are normal wear, improper sterilization methods, and user misuse. (B)(4).

Event description:
It was reported that the insulation had been compromised.